Manufacturer narrative:
The customer¿s report of the tubing breaking apart was confirmed; however only at reported luer connection site and not at the reported lowest injection site/port. Visual inspection observed a separation between the tubing and distal luer lock components. Further analysis identified insufficient solvent being applied at the tubing engagement. Functional testing was not performed due to the obvious separation; however a dimensional analysis of the separated tubing end was found to be within specification. The root cause of the tubing breaking apart was a manufacturing issue due to an insufficient amount of solvent application at the tubing-to-male luer engagement.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing broke apart at the lowest injection site/port and at the luer connection site. There was no patient harm.